Event description:
It was reported that the patient just had a full replacement due to high lead impedance. No additional or relevant information has been received to date.

Event description:
Additional information was received with patient information. It was found that the patient's high impedance was previously reported in MFR report # 1644487-2017-04592. Therefore any additional information that is received will be reported in MFR report # 1644487-2017-04592.